Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, but no result. The device was returned to olympus for eval. The device instrument channel was examined using an ultra-thin fiberscope and rigid telescope and found slight white residues and debris inside the suction cylinder, biopsy channel, channel mount, mouthpiece and auxiliary channel. The biopsy channel was kinked at 30 mm from the distal tip. The device passed the leak test. There were small pits on the glue around the light guide lens. As part of our investigation into this report, an olympus endoscopy support specialist (ess) was dispatched to visit the user facility to assess the reprocessing practices at the facility and to provide necessary reprocessing training; however, the user facility denied the offer. The exact cause of the user's report could not be conclusively determined; however, insufficient cleaning could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the suction channel of the colonoscope was cultured, and the test was positive for an unspecified microorganism. There was no further info provided.